Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in the ICU, the user found that the hub of the needle was broke and would not allow the guide wire to pass. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) female.

Manufacturer narrative:
(B)(4). Device evaluation: the report of a broken needle hub was confirmed. One introducer needle, guide wire and several other components were returned. The needle and guide wire were visually examined under magnification. The needle showed evidence of use and had several longitudinal cracks in the hub. No defects or anomalies were observed on the guide wire. The taper of the needle hub could not be accurately measured due to the cracks in the hub. Using pin gages, the inside diameter of the needle measured .041 inches which meets the .038" minimum requirement of the needle graphic. The guide wire graphic specifies a length of 600 +/-4 mm and an outside diameter of .788/.826 mm. The guide wire length was measured at 601 mm. The outside diameter measured .799 mm. Both the length and od met specifications. The guide wire was inserted through the needle without resistance. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined. Further investigation of this issue is being conducted.